Event description:
Reporter indicated a pt was experiencing vocal cord paralysis with vns stimulation. The vocal cord paralysis began after the vns was initially activated. The pt remains on vns therapy per the report and is receiving speech therapy.